Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of punctured tubing could not be confirmed from the photograph that was provided for investigation. The photo showed one 20g nexiva IV catheter with evidence of use. Blood residue was visible within the IV catheter and on the external surface of the catheter. No puncture was observed in the photo. Without the physical sample, the reported issue could not be confirmed. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero needle pierced the catheter. The following information was provided by the initial reporter: nexiva tubing was punctured. Blood exposed.

Event description:
No new information.

Manufacturer narrative:
The complaint of a breach in the extension tubing of the nexiva device was confirmed; however, the root cause could not be determined. One photograph and one 20g nexiva IV catheter were provided for investigation. The sample exhibited evidence of use. Blood residue was visible within the IV catheter, extension tubing, vent plug, and on the external surface of the catheter. A microscopic examination of the IV catheter revealed a breach in the extension tubing near the pink luer adapter. Due to the evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or in the clinical setting. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.